Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin leaked from the reservoir. The customer did not know the blood glucose reading. The customer stated that she smelled insulin in the reservoir compartment for the last few months. She also noted moisture in the reservoir compartment. She reported that she had been experiencing high blood glucose levels for the past 3 weeks and was changing her supplies every day; she noted that her blood glucose levels remained high, however. The customer believed that she may have experienced some issues related to the insulin pump. She stated that the reservoir was used. No moisture was observed in the battery compartment nor under the liquid crystal display. No condensation was found in the reservoir compartment, although a cotton swab came out wet when it was wiped in the reservoir compartment. The caller was advised that the reservoirs be replaced and returned for analysis. Nothing further reported.